Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 28 mg/dl. Customer already was not getting a lot of insulin the customer was declined to troubleshooting. The customer was treated with food. The insulin pump had battery life diminished, has received a couple of motor errors. The device will not be returned for analysis.